Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient developed lesions at the magnet site and alleged infection; the patient was prescribed topical antibiotics. Subsequently, the patient underwent revision surgery (date not reported) for unknown reasons. The implanted device remains.